Manufacturer narrative:
H6: investigation summary no samples / photos were sent by the customer for investigation and to determine the root cause for the incident. A DHR was performed, maintenance record analysis and quality notification analysis and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see h10.

Event description:
It was reported that syringe plastipak 10ml s/su plunger was difficult to move. This occurred on 2 occasions. The following information was provided by the initial reporter: client mentioned that two doctors from cdop are having problems with the syringe plastipak 10 and 5ml. They are reporting that the syringes have a very hard plunger.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 10ml s/su plunger was difficult to move. This occurred on 2 occasions. The following information was provided by the initial reporter: client mentioned that two doctors from cdop are having problems with the syringe plastipak 10 and 5ml. They are reporting that the syringes have a very hard plunger.